Manufacturer narrative:
The customer sent the bilibed (serial number (B)(4)) in for repair for an exposed wire on the power cord. Medela's service ctr serviced the bilibed on (B)(4) 2010, replacing the power cord; however, the original power cord was not retained. The power cord is double insulated. It is unclear from the customer's complaint and from the service ctr records whether one or both layers of insulation were compromised. Based on an engineering assessment absent an eval of the actual power cord involved in the complaint, the power cord would have 120vac electricity running through it. A break in both layers of the insulation exposing the underlying metal wires would expose a consumer to voltage above the limit described in ul 60601-1 section 8.4.2c for accessible parts, which poses a safety risk. Because it is unclear whether one or both layers of insulation were compromised, a medwatch is being filed. The product involved in the complaint was not evaluated, (it was only serviced); therefore, no conclusions can be made as to the cause of the event. We will monitor for add'l similar issues.

Event description:
The customer reported that the power cord for a bilibed has exposed wires.